Event description:
Report received from abbott international affiliate (abbott-canada) which states "a patient was receiving adenosine (cardiac drug) via the adenosine glass syringe (not an abbott product). The syringe was inserted into the clave port on the plum tubing set. The medical person was unable to inject the drug due to resistance. They removed the syringe from the port and discovered that the syringe had cored the clave spike. There was a foreign body lodged at the tip of the syringe." Additional information received states "the patient was on the intensive care unit. The pt had a newly placed central line, triple lumen inserted. The tubing set was new and the sets are changed every 48 hours. There was a delay in therapy. The adenosine was administered using a needle in a different port. Due to the incident they did not use the needless system. The patient outcome was unchanted. The patient experienced an adverse events as a result of the malfunction. The manufacturer of the glass syringe was not known." Although requested, no further information was available.